Manufacturer narrative:
Lumenis contacted the user facility to request additional information; an incident report was provided. According to the information received, the nurse who removed the fiber was burned on her fingers as she reached down to grab the green housing on the proximal end of a non-lumenis fiber. First aid was given to the fingers via cold water/ice. The procedure was completed with another laser and fiber after a slight delay to retrieve and set up the second laser and fiber. Investigation of similar events of non-lumenis fiber connectors overheating has been documented in (B)(4); all lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it. A two year historical review of similar product complaints revealed no events involving lumenis fibers and users being burned on overheated laser fiber connectors. To date lumenis is unaware of such events ever having been reported. A lumenis service engineer visited the site after the reported event. The engineer inspected the laser's blast shield, and checked for damage on the optics, mirrors, and rods. The engineer verified each channel being aligned out of the fiber using ink test, the aiming beam coming out of the fiber was aligned, the power coming out of the fiber, calibration, and performed safety check-outs. The system passed all operational and safety tests and was found to have met manufacturer's specifications. The engineer was unable to duplicate the fiber getting hot with a lumenis test fiber. Although there is no evidence that a lumenis product had malfunctioned in this event, and the incident did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility used an alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis determined that this event is still reportable as a lumenis laser system was a contributory part of the event.

Event description:
A user facility reported that a user burned their left hand, thumb and pointer finger while changing a non-lumenis fiber during a procedure. The fiber was being used with a lumenis pulse 120 laser. The procedure was completed after the fiber change, but the user (tech) has blisters on the fingers from the burn.